Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8711, serial#(B)(4), product type: catheter. Evaluation conclusion code applies to the pump and applies to the catheter.

Event description:
Information was received from a health care professional via a clinical study regarding a patient who was receiving dilaudid (concentration 10mg/ml, dose 3.695 mg/day), bupivacaine (concentration 3.6 mg/ml, dose 1.3303 mg/day) and fentanyl (concentration 1412 mcg/ml, dose 521.8 mcg/day) for failed back surgery syndrome and spinal pain. It was reported that the patient had continuing good pain control using intrathecal medications with her larger pump but she had lost 40 pounds recently and now the pump was causing pain in the buttock region and had become increasingly uncomfortable. The clinical diagnosis on (B)(6) 2016 was pain at pocket site as reported by the patient. The etiology was incisional site/device tract; pump pocket. A 6% increase in daily dose was done. The event was related to the device/therapy and not related to the implant procedure the pump and catheter were repositioned on (B)(6) 2016. The event was resolved without sequelae on (B)(6) 2016. On (B)(6) 2017 it was noted that the repositioning involved revision; an additional catheter was spliced after removing part of the old catheter

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.